Event description:
Arthritis [arthritis]. Pain on the disease site (left knee) [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on 13-jan-2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's relevant medical history was not provided. On (B)(6) 2011, the pt initiated synvisc injection of 2 ml, in left knee. The lot number of synvisc was not provided. On (B)(6) 2011, the second dose of synvisc was administered. On (B)(6) 2011, the pt visited the clinic with pain on the disease site (left knee), left knee effusion and arthritis. On the same day, 27 cc of opacified joint fluid was aspirated and corticosteroid and local anesthesia injections were given. The action taken with synvisc treatment was not provided. The pt recovered from the event of arthritis on (B)(6) 2011. The outcome for the events of pain on the disease site (left knee) and left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of pain on the disease site (left knee), left knee effusion and arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible. The relationships between synvisc and the events of pain on the disease site (left knee) and left knee effusion were not provided by the reporting physician.

Manufacturer narrative:
Additional information was received on 16-jan-2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.